Event description:
The pt underwent several coronary bypasses in combination with aortic valve surgery. The pt had a calcified and narrow aortic root, making sizing difficult. Postoperative echo showed a central leak, so the surgeon reopened and fixed the leakage. Overnight, the pt's condition worsened and another echo was performed which showed increased leakage. The valve was explanted.